Event description:
Healthcare professional (hcp) reports one incident of a pt reaction with the psn 210 dialyzer. Upon initiation of treatment, pt experienced chest pain, shortness of breath, wheezing, edema of the face and hands, and complained of feeling anxious and agitated. Treatment was stopped and blood was not returned to the pt with an estimated blood loss of 250 cc - 300 cc. Pt was administered nitroglycerine .4 mg sublingually, 4l - 6l oxygen (route unknown), benadryl 50 mg p.o. And 60 mg IV, tylenol (route and dose unknown) and solumedrol (route and dose unknown). Treatment was resumed with a cahp-210 dialyzer and completed without further incident. Hcp reports that the pt continues to dialyze with cahp-210 without incident.